Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of the patient not liking her vision, the iol was explanted in a secondary surgical procedure and replaced with a diu225 23.5 diopter iol. There were no complications during the during the lens exchange procedure. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information unavailable. Section a-3a patient sex: unknown/asked information unavailable. Section a-3b patient gender: unknown/asked information unavailable. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2023 and (B)(6) 2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.